Event description:
Customer reported the device did not have power. Customer stated the batteries showed corrosion. No treatment was received. A request was made for return product and replacement product was sent.